Event description:
It was reported that this patient experienced noise from the right ventricular (rv) lead. This noise was oversensed, resulting in the automatic disabling of the minute ventilation (mv) feature. Boston scientific technical services were contacted and recommended disabling the mv feature to resolve the event. The patient was stable with no adverse consequences. At this time, the device remains implanted and in service. Information has been requested regarding the event resolution, but has not yet been received.